Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call low blood glucose levels and issues with the insulin pump. Customer's blood glucose level was in the 46 to 49 mg/dl range. Customer advised they did not treat for low blood glucose. Customer advised the drive support cap appeared normal and that their wife would help them with the insulin pump due to having cataracts. Customer treated themselves via bolus delivery when they were at 111 mg/dl the night before. Customer was advised to speak with their healthcare provider in regards to their low blood glucose levels.